Event description:
Account states that the ppm will not arm on this bed.

Manufacturer narrative:
Technician found that the bed exit control buttons weren't working due to fluid damage to the bed exit board. Technician replaced the bed exit board to correct the problem.